Manufacturer narrative:
Updated sections d9, g3, g6, h2, h3 & h6: (h3) the investigation into the reported system automated impella controller (aic) - self-check error and purge issue have been completed since the original report was filed. Product was returned for investigation. The device was visually inspected, and the console was tested after arriving at the manufacturer. The complaint "the front door is broken" turned out to be a mistranslation and the part that was cracked is the upper right front of the console. The failure mode was reproduced when the console was turned on and immediately got a system self-check fail. The super cap on the pbm was confirmed to have corroded the pbm communication trace next to it (ic4987 pbm front corruption.png and ic4897 pbm back corruption). After the pbm was replaced, the system self-check failure went away but the batteries were no longer charging. Replacing the batteries alleviated this issue. During data analysis the automated impella controller (aic) logs for ic4987 show erroneous pbm1 communication that started on 4jul2023 and remained consistent throughout the case. Eventually, the pbm1 communication crashed causing the "replace the console" message. As per clinical investigation, a ¿replace the console¿ error showed in in the aic. The front door was also noted to be partially broken. There was no reported patient harm. The root cause of the automated impella controller (aic) issue was contamination of a communication line on the pbm.

Manufacturer narrative:
The impella device has been received and an evaluation/investigation is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a ¿replace the console¿ error showed in the aic. The device was removed from service as a result of the noted issue. There was no reported patient harm.